Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be related to both patient morphology/pathology (prolapse) and procedural conditions (difficult visualization). The reported patient effect of worsening mitral regurgitation (mr) was likely a result of procedural conditions and due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. Imaging was noted as difficult (equipment and patient anatomy related), which caused the leaflet grasping to be difficult during use with both clips. On (B)(6) 2017, a follow up echocardiogram was performed and it was found that one clip (70616u273) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. The patient is currently stable and no further treatment has been planned. No additional information was provided.